Event description:
Breast implant in 2007 natrelle smooth round. I started getting sick 6 months after getting them and gained 60 pounds in a year. I now have autoimmune, dysautonomia, antibodies attacking my brain, eyes, and ears. Insomnia, migraine, amnesia, cognitive issues, disabled, pain in breast. Cerebral edema, vestibular dysfunction, optic neuritis and neuralgia. Severe tachycardia.